Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax of america initiated field correction 2017-001-c which included inspection of the seal around the distal body and distal cap of the ed-3490tk duodenoscope pursuant to predefined inspection criteria (et-hf-p-0013 rev. 00). The objective of the inspection was to verify there were no defects/discontinuities in the seal between the distal body and distal cap. The inspectional criteria was defined as, "all seal surfaces observed shall be continuous and smooth with no outward signs of discontinuity, gaps or bubbles." A device was considered to fail the inspection if any element of the criteria was not met. The customer device was returned to pentax medical from a customer on 08/13/2021 with a concern of distal tip upgrade. Inspection of the seal between the distal body and distal cap was performed on (B)(6) 2021. The device failed the inspection criteria. Additional inspection findings are as follows: distal cap - fixed type failed epoxy seal integrity inspection; primary operation channel resistance; distal tip annual maintenance; air/ water socket cylinder o-ring chipped; failed dry leak test; prism cracked; failed wet leak test; image shadows; elevator body sticking distal cap - fixed type l1 - zone l - seal integrity intact; distal cap - fixed type f2 - zone f - discontinuities, gaps; rubber trim collar severe cut; # 2 remote control button cover cracked; bending rubber pinhole; this device is currently pending repairs approval. A review of the service history indicates that this device was not routinely serviced at pentax service facility since date installed of 31mar2014. There was no adverse event reported with this complaint. No additional information received.